Event description:
Removed device from package - attached to prefilled syringe. Removed cap from device to find there was no needle - needle was not found in cap either. This is second time within a month this has occurred.